Manufacturer narrative:
Qn#(B)(4). The DHR for the instruments in question, was reviewed and found completely without any irregularities. This instrument was manufactured at the (B)(4) as part of a (B)(4). Lot in april of 2013. The returned instrument was evaluated and found that the knob rotation and handle to jaw mechanisms are dry and sluggish, it was noted during the evaluation that the purple knob was discolored and had a few small cracks in it. Further evaluation showed that this instrument picks up, retains, closes and releases clips as required of its function both with and without the use of silastic test tubing thus we are unable to validate the alleged complaint since we are unable to replicate the alleged issue. Parts were 100% visually inspected and tested at the (B)(4) before instruments were sent to customer. No irregularities were found and or reported at the time of inspection and assembly of the product, as this is a standardized process for all instruments manufactured at this facility. At this time it is un-determined what caused the alleged issue, but it is suspected that the customer. Other remarks: did not "lubricate" the instrument prior to sterilization as recommended in IFU (l03499 rev.04) supplied with the instrument which states "the applier should be cleaned, lubricated and sterilized prior to each use". No corrective action required at this time. Per FDA guidelines for manufacturers which state: "manufacturers are required to report to the FDA when they learn that any of their devices may have caused or contributed to a death or serious injury. Manufacturers must also report to the FDA when they become aware that their device has malfunctioned and would be likely to cause or contribute to a death or serious injury if the malfunction were to recur." This incident is not reportable at this time with the information provided. Results - no result available that could accurately describe that the complaint was confirmed, but the root cause is unknown.

Event description:
The clip could not be closed by using the applier; the clip was broken. The clip was removed by using other applier. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
The clip could not be closed by using the applier; the clip was broken. The clip was removed by using other applier. The patient's condition was reported as fine.